Event description:
The customer observed false non-reactive architect hiv ag/ab results generated for a patient sample. The following data was provided (reference range <1.00 is non-reactive): on (B)(6) 2024 initial result = 0.60 (non-reactive), on (B)(6) 2024 same patient, new sample obtained. Sample ID (B)(6), result = 0.31 (non-reactive). On (B)(6) 2024 sample sent to another laboratory and tested using chemiluminescence (cmia) platform; result = 4.17 (reactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 04j27, that has a similar product distributed in the us, list number 02p36.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformance's or deviations with lot number 60457be00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. An in-house testing of a retained reagent kit of lot 60457be00 was performed. All specifications were met, and no false nonreactive results were obtained. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel (zeptometrix hiv 9013). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data, it was shown that the sensitivity performance of the lot is not negatively impacted. Based on our investigation, no systemic issue or deficiency was identified with the architect hiv ag/ab combo reagent, lot number 60457be00.

Event description:
The customer observed false non-reactive architect hiv ag/ab results generated for a patient sample. The following data was provided (reference range <1.00 is non-reactive): on (B)(6) 2024 initial result = 0.60 (non-reactive), on (B)(6) 2024 same patient, new sample obtained. Sample ID (B)(6) result = 0.31 (non-reactive). On (B)(6) 2024 sample sent to another laboratory and tested using chemiluminescence (cmia) platform; result = 4.17 (reactive) no impact to patient management was reported.